Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (10 mg/ml at 7.06 mg/day) via an implantable infusion pump. It was reported that about 2 months ago the patient's pump was "coming through my skin". The caller stated that this is a "recurring problem, I guess I'm too active" and that she "was told that I rub it and that's why it keeps coming out." It was noted that the pump was "not deep enough wasn't put in properly" and she can "actually see the cable, the skin is so thin over it." The caller is wanting the device replaced.